Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a representative of the patient that the implantable cardioverter defibrillator (ICD) is alerting. Follow up with the patient's healthcare provider yielded that the right ventricular (rv) lead triggered an alert for low pacing impedance. The lead alert was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.